Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter stated that the down arrow button was overly sensitive to button presses. The reporter confirmed that there was no peeling or damage to the keypad. The patient reportedly wore the pump in a pocket or on a waist band and did not clean the pump.